Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not turning on even after changing the battery. Customer¿s blood glucose was 190mg/dl. Customer stated that insulin pump had crack on the side and had moisture on screen. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device passed displacement test. Device received with cracked battery tube thread and cracked case battery tube noted.